Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coils). During the procedure, the physician successfully placed three smart and seven other coils in the target vessel using a non-penumbra microcatheter. While advancing a new smart coil as the eleventh coil, the physician experienced resistance in the middle of the microcatheter. Therefore, the physician removed the smart coil and attempted to reinsert the coil into the microcatheter. However, the physician was unable to advance the coil and noticed the detachment tip became stuck inside of the microcatheter. Subsequently, the physician removed the smart coil and completed the procedure using new smart coils with the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. Bends were present along the length of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds. The pusher assembly was able to advance through the 0.0159¿ ring gauge and was within specification. Conclusions: evaluation of the returned smart coil revealed a device with offset coil winds at the proximal end of the embolization coil. If the device is forcefully advanced against resistance, damage such as offset coil winds may occur. The pusher assembly od was measured to be in specification. During functional testing, the smart coil was unable to advance through its introducer sheath due to the offset coil winds. The non-penumbra microcatheter identified in the complaint was not returned for evaluation; therefore, the root cause of the resistance could not be determined. Further investigation revealed bends were present along the pusher assembly. Based on the return condition and the reported complaint, the bends were likely incidental and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.